Event description:
I had a codman hakim programmable valve right angle product code 82-3184, lot 213912, serial number: (B)(4). Since april my surgeon has not been able to set the valve with verification. I have disabling headaches and vision lost. My surgeon says after he tries to set the valve he cannot get a feedback verification. Codman in part recalled its certa model over a handful of cases wherein the surgeons could not get a feedback to verify the setting. FDA safety report ID# (B)(4).